Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Prior to the procedure, it was reported that difficulty was experienced while rotating the helix before being placed in the patient's body. A different lead was implanted and the patient was stable.